Event description:
A (B)(6) female pt contacted zoll customer support to report constant check therapy pad and check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) have been confirmed. The belt failed the therapy electrode recognition test. The cause for the test failure was a broken pulse wire in the distribution node to ECG-b cable. This damage rendered the belt unable to detect or treat a pt. The root cause for the broken pulse wire cannot be positively identified. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.